Event description:
As reported by the sales rep per the user facility: while nurse removing surecan the clip deployed, but off center and did not cover the tip of the needle. Nurse was stuck with the needle. Additional info provided by the facility indicated the pt source was (B)(6). Baseline lab reports for the nurse involved indicate she is negative for hiv, negative for hepatitis c, and immune for (B)(6). The nurse involved in the incident is being given antiviral medications for 30 days. Follow-up testing will be given in 6 weeks and follow-up will continue at intervals for one year.

Manufacturer narrative:
The actual device in the reported incident was not returned to the manufacturer to be evaluated. Without the actual sample, a thorough evaluation could not be performed. No specific conclusions can be drawn. The house retain samples for the reported lot were subjected to simulated use testing per specification. The safety clip activated as the needle was pulled from the green base plate on each of the five retain samples. The clip was then examined and it was determined that the clip activated properly and protected the needle tip on all samples. The clip was then reset and activated several more times, and the clips were again noted to cover the tips of the needles without difficulty, and remained secure on the needle tip. The reported incident could not be duplicated. The directions on the package state "to remove the needle from the port, firmly hold down green base plate and pull straight up on the hub grip. It should be noted that the surecan safety huber needle is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. It should also be noted that the instructions for use supplied with this product caution to "keep hands behind the needle at all times during use and disposal. There are no other complaints of this nature against this part and reported lot number.